Event description:
This is a case which was reported to baxter (B)(4) on (B)(6) 2010. The reporter states that whilst the patient ((B)(6) female) was attached and draining out, it was noticed the drainline was attached to the outside of the bag and effluent leaked all over the floor. The occurrence date is unknown. The sample was requested. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). The sample was requested, however it has not yet been received. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was due to a manufacturing bag seal defect. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.